Event description:
It was reported that the atrial and right ventricular electrograms showed electromagnetic interference while the pacemaker performed appropriate sensing with no oversensing. The surface electrogram did not show electromagnetic interference, so the physician did not believe the source of the interference was from an outside source. The device was explanted and replaced. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the root cause of the confirmed egm noise could not be determined. Analysis found a cracked integrated circuit on the hybrid. It could not be determined when the crack occurred. Corrected data: adverse event flag, patient outcome, and patient date of death.